Event description:
A peritoneal dialysis(pd) patient reported that the cycler powered down, had an unknown alarm, distorted display, and also some smoke was noticed. The patient stated getting a red alarm. The patient then powered the cycler off and turned it back on again. The screen started flashing then powered off. The cycler started smoking from the heater tray. Patient was connected during the event. The distorted screen occurred in an unknown phase of treatment. Technical services issued the patient a new cycler. In a follow up the patient's pd nurse verified that the patient did not have any harm, adverse event or intervention due to the blank screen or smoke. The patient received a new cycler. The complaint cycler is available to be returned for investigation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported that the cycler powered down, had an unknown alarm, distorted display, and also some smoke was noticed. The patient stated getting a red alarm. The patient then powered the cycler off and turned it back on again. The screen started flashing then powered off. The cycler started smoking from the heater tray. Patient was connected during the event. The distorted screen occurred in an unknown phase of treatment. Technical services issued the patient a new cycler. In a follow up the patient's pd nurse verified that the patient did not have any harm, adverse event or intervention due to the blank screen or smoke. The patient received a new cycler. The complaint cycler is available to be returned for investigation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.